Event description:
On (B)(6) 2013 at the (B)(4) it was reported that after a patient was placed on support there was blood dripping from the gas outlet of the (B)(4), hls set advanced (lot number 70086660). The leak was first clear in color then pink and then bloody. Blood then leaked from the gas inlet as well. The gas outlet port was dripping every 1-2 minutes. The device was continued to be used until (B)(6) 2013 and the dripping from both areas had clotted and stopped. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 11 leaking fibers were found due to insufficient connection to the potting area. The development department was informed of this failure and an investigation is on-going. (B)(4).